Event description:
Nurse described a # of pts that have become nauseated after having their lines flushed with the prepackaged sodium chloride flush. Upon inspection of the product, that is opening the product & dispensing into a souffle cup the product smelled very heavily of alcohol. The product is supposed to be preservative free.